Event description:
It was reported the patient presented to the clinic three days post implant and the patient indicated feeling pain and pressure in the implantable cardioverter defibrillator (ICD) pocket. A hematoma was observed and a pocket revision was performed. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.